Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was not working. The lead impedance was normal and there was no over or under sensing. The lead is still in use. No patient complications have been reported as a result of this event.